Manufacturer narrative:
This is one event (death) reported on the same pt involving 4 separate products. Related mdrs: 1225714-2014-01154, 01155, 2937457-2014-00715, 1713747-2014-00218. Medical records have been provided by the pt's attorney for an event reported via litigation. Additional files were opened based on a review of the medical records. A system level investigation is being performed to include all concomitant fmc products being used at the same time of the event. The plaintiff's attorney alleged that the plaintiff experienced respiratory failure on (B)(6) 2011 and subsequently expired after the use of the product. This is an esrd disease pt that was admitted to the hospital on (B)(6) 2011. Prior to that she was in (B)(6) approximately a week ago for a week. The pt was having worsening shortness of breath and family wanted another opinion and the pt was brought to the ed. On (B)(6) 2011 she was at dialysis and coded. She initially regained a pulse and blood pressure but was lost during the code. A death certificate was received causes listed respiratory failure, anasarca, proteinuria, other significant conditions esrd. No autopsy report or facility clinic logs were received. Pt's bicarbonate in hospital reported at 28. The device was not returned to the manufacturer for physical evaluation. Based on the information received at this time it is undetermined if there is a reasonable suspected relationship between the product(s) and the event. The allegations of serious injury remain speculative in nature. This review will be updated when additional information is received. Complaint cannot be confirmed based on current information. Currently it is unk if the device may have caused or contributed to the reported event. There is not history of specific malfunction or product being out of specifications, upon completion of the plaint investigation a supplemental report will be submitted.

Event description:
The following is based on the medical records provided by the pt's attorney. The plaintiff's attorney alleged that the plaintiff experienced respiratory failure on (B)(6) 2011 and subsequently expired after the use of the product. The pt was admitted to the hospital on (B)(6) 2011. Prior to that she was in (B)(6) approximately a week ago for a week. The pt was having worsening shortness of breath and family wanted another opinion and the pt was brought to the ed. The pt had been having shortness of breath for a while but would not qualify. She denied chest pain, nausea, vomiting or diaphoresis. Cv - no chest pain, palpitations, or edema. Respiratory - no cough or shortness of breath. There was dyspnea on exertion. On (B)(6) 2011 the pt was noted unresponsive at dialysis. Pt was just talking while dialysis was being d/c. Noted agonal-no respiratory effort. Code called - ambu begun. She initially regained a pulse and blood pressure but this was lost during the code. Time of death called at 11:28am. A death certificate was received causes listed respiratory failure, anasarca, proteinuria, other significant conditions esrd.